Event description:
It was reported that the (B)(4) adjustable injection port was found to be disconnected and rotated during a radiological assessment. The locking connector was attached to the port. The port was replaced without any patient consequence.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.a batch record review was performed and no anomalies were found during the manufacturing process.